Event description:
As reported by the user facility: incident description: air in line on the two separate pumps. These pumps still experience the same micro bubbles in the tubing. Additional details gathered: event involved patient running two infusions of norepinephrine. Both pumps experienced repeated air in line alarms requiring air to be advanced by pump. Air in line alarms were not easily resolved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.